Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that it was unable to open the drawer, and the user was able to get the medication from the pharmacy and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to an inseparable magnet issue. An engineering support specialist replaced inseparable magnet and rebooted the station to resolve the issue. The system functioned as intended after the engineering support specialist troubleshot the device.